Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin@home. Upon review, the patient's implantable cardiac monitor (icm) exhibited false tachycardia episodes due to t-wave over-sensing. Programming changes were discussed. No symptoms reported.